Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the e-box and sag head, which were each replaced along with other components.

Event description:
It was reported that the handpiece began overheating during a total knee procedure. The case was completed with another device. There was no medical intervention required and no delay in the procedure. There were no adverse consequences reported as a result of this event.